Event description:
Boston scientific received information that the right ventricular lead for this device has displayed gradually increasing shock impedances along with chronically high defibrillation thresholds since implant over two years ago. Recently, it was reported that the shock impedance levels reached greater than 125 ohms. A commanded shock and defibrillation threshold testing was performed to assess the integrity of the shocking system. A 1.1 joule shock and 41 joule shock were delivered, both with high but within range impedance levels. The initial dft attempt was not successful and the patient was externally converted. The patient was once again induced after the shock configuration was changed and resulted in a successful conversion at 21 joules. No other changes were made to the device and lead and both remain implanted in the new shock configuration.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.